Event description:
Pt having bilateral knee arthroplasty. Intraoperatively after twenty-nine minutes of tourniquet time, the left knee alarm sounded. Cuff was checked and noted to be semi-inflated. Machine was changed out only to the change alarm. Upon closer inspection, it was noted that the left cuff was leaking at the site where the tubing was attached to the actual cuff. This occurred just before cementation and blood loss-approximately 700 to 800 ml's - occurred due to the failed tourniquet. Operating room was completed and the pt was taken to the recovery room in stable condition.